Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of loose motions, peritonitis and fatal cardiac arrest in a patient coincident with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, the patient experienced loose motions and on (B)(6) 2011 was hospitalized. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was the loose motions. Beginning (B)(6) 2010, the patient received remedial treatment with injection vancomycin 2 grams, loading dose, ip and injection meropenem, 1 gram, twice a day, which was continued. The patient remained hospitalized. The outcome for the loose motions and peritonitis was not reported. Pd therapy was ongoing. The nurse believed the event of peritonitis was unrelated to pd therapy, and did not provide an opinion of causality for the event of loose motions. Upon follow-up with the nurse on (B)(4) 2011, the event of cardiac arrest was added as a fatal event. The patient began remedial treatment on (B)(6) 2011 (previously reported as (B)(6) 2010), with ip injections of a loading dose of vancomycin 2 grams and continuing doses of meropenem, 1gm. On (B)(6) 2011, the patient was discharged from the hospital and the event of peritonitis had not resolved. On (B)(6) 2011, the patient died from cardiac arrest and it was not reported whether an autopsy was performed. Dianeal was ongoing at the time of death. The reporter believed the fatal event of cardiac arrest was unrelated to dianeal therapy.